Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient was being followed via merlin.net, it was noted that the leads were reversed in header of the pulse generator. The patient was brought into the hospital for pacemaker revision to reverse the leads and placed into the correct port. The revision was successfully and the patient was stable post procedure.